Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert. Customer removed the battery cap and put another one in and the insulin pump will not turn on. Customer performed troubleshooting but the display remained blank. Blood glucose level at the time of the call was 151 mg/dl. The customer will get a battery cap replacement. No product will be returned for analysis.